Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the implant holder fractured. The case was completed using an alternate implant holder. There were no reported patient impacts and no delay over 30 minutes.

Event description:
No new information.

Manufacturer narrative:
The complaint is confirmed for one (1) of one (1) roi-c implant holder (B)(4) for the failure of a fractured hook. The severity of this event is zero (rmr-00114). This device is used for treatment. No medical records were provided with the complaint. Inspection: the device was returned to the troyes, france facility but it could not be examined or returned to the westminster, colorado site because a decontamination form was not provided. However, photos of the instrument were provided and show that the small hook on the end of the instrument has fractured off. The complaint is confirmed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Compatibility: reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Complaint history: a complaint history review was conducted for part # mc9001r and lot # 410056601. The search for the lot # included all complaints for the lifetime of the lot and the search for the part # included all complaints for the year prior to the notification date of this complaint through when the complaint data was pulled (november 12, 2018 to october 7, 2020). The search identified 1 additional complaint for the same lot (410056601). The search also identified 4 other complaints for the device for the same or similar issue. The complaint identified from the same lot is for the instrument breaking at the weld. Potential root cause: a definitive cause can not be determined with the information provided. It is possible that an off-axis force applied to the implant holder or wear and tear from multiple uses over time contributed to this event. Corrective/preventive action: no corrective or preventive actions are recommended. Recall and product hold search: a product hold search in etq found no product holds related to recalls for this item number.